Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached adhesive/loss of bond issue could not be determined, however, the issue was likely the result of component failure a result of degradation of parts due to wear and tear without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit adhesive detachment of the device bending section sheath. There was no patient involvement, and no harm was reported as a result of the event.